Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a shoulder arthroscopy, in which two (2) bioraptor knotless anchor were used, the patient had a hard recovery with pain, stiffness and "locking" of the joint. The patient underwent the correct rehabilitation program. Recently, a follow up with x-ray imaging, showed a metal piece was still in the joint, connected to the anchor, which should be only in peek material. It looked like the metal bar in the inserter that screws the inner screw to lock the suture. The patient will have re surgery in the coming weeks, to try to get this metal piece out from the joint. Patient's current status is unknown.